Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 300 mg/dl). Customer delivered manual injections to stabilize her blood glucose level.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.